Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received pt outcome info indicating that the pt expired. The pt had a driveline and pocket infection. He had septic emboli which caused a stroke and the pt decided to withdraw care. The pt expired on (B)(6) 2014.

Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.